Manufacturer narrative:
Device analysis report is attached. This report is submitted on january 04, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to non-use of the device.

Manufacturer narrative:
This report is submitted on december 15, 2021.